Manufacturer narrative:
The hemopro device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. The jaw boots displayed evidence of heat related damage consistent with activation of the device with the jaws in direct contact. A pre-cautery test was performed on the device with a reference power supply and extension cable; the device did not pass the pre-cautery test as it self-activated. The handle of the device was opened to verify connections; there was contamination on the switch body, the lever, and the actuator of the micro switch that is consistent with soldering flux when observed under magnification. The contamination caused the micro switch actuator to remain in the "on" position. Based upon the eval results, the reported complaint was confirmed for device self-activation. This failure mode remains under investigation. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro device was defective. The hosp did not report any pt effects. The hosp indicated that the event took place the week of (B)(6) 2013. No further info is available from the hosp regarding this event.